Event description:
A handled was returned to the manufacturer due to upgrade to motion tablet programmer. Visual analysis of the handheld showed that the main battery was swollen, but handheld functionality not impaired. The handheld was analysed, analysis approved on 11/07/2016. Visual analysis of the handheld showed that the main battery was swollen. In addition to swelling, it was also identified that the main battery was unable to power the handheld for an hour. The cause for the battery swelling is unknown, however the cause for the batterys inability to power the handheld is expected behavior considering the age of the device. Once the battery was replaced with a known good battery, no further anomalies were identified. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.